Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 jaws did not come together fully when in the closed and activated position, and therefore did not completely seal and divide the branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. A visual inspection determined that the jaws would not close completely. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history.